Event description:
The device reported high impedance measurements on the rv to svc and svc to can vectors. This was clinically resolved by reprogramming the device. New information received notes the lead had trouble sensing intrinsic signal and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in four pieces. Analysis found an internal insulation abrasion under trifurcation boot at 11.0cm to 11.2cm from the connector pin. At this location, the svc lumen was breached, the ptfe liner on the inner coil was damaged, and both svc cables were fractured. An internal insulation abrasion measuring 0.1cm was identified on one end of another lead piece. One lumen was breached at this location.